Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (bsc) received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on a non-bsc defibrillation lead. This was reported to may have contributed to pacing inhibition of less than two beats. Also reported, a change in impedances by 100 ohms, still in range. It was later reported that the patient had syncopal episodes but no events were recorded on the device. It was suggested that the syncope could possibly be related to the lead issue. Additional information was received that a revision procedure was performed and this device was electively explanted. The device was returned for reliability analysis.